Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and tactile examination found that the catheter shaft was twisted and stretched onto the guidewire which was received inserted through the mustang device. The shaft was twisted and stretched at 65mm proximal from the proximal markerband. The shaft was stretched at 780mm distal from the strain relief. This damage to the shaft is consistent with excessive tensile force having been applied to the shaft. As a result of the shaft damage the guidewire was trapped inside the mustang device. A visual examination of the returned device identified no visible tears in the balloon material. The outer diameter of the guidewire was measured and is within specification. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. A 8.0 x 40 mustang¿ balloon catheter was advanced for internal stent dilatation. The balloon was inflated twice at 10atm for 30 seconds. Post dilation upon attempting to remove the device, the non-bsc guide wire became stuck with the balloon catheter. Several attempts were made to remove the device but was unsuccessful. Thus, the devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. A 8.0 x 40 mustang¿ balloon catheter was advanced for internal stent dilatation. The balloon was inflated twice at 10atm for 30 seconds. Post dilation upon attempting to remove the device, the non-bsc guide wire became stuck with the balloon catheter. Several attempts were made to remove the device but was unsuccessful. Thus, the devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.